Manufacturer narrative:
(B)(4).

Event description:
Information received from the consumer's family regarding a patient receiving dilaudid (3mg/ml at 0.1441mg/day) via an implanted pump. Indication for use was noted as spinal pain. It was reported that the patient passed away on (B)(6) 2014, "after having pain pump removed with ruptured ulcer and heart attack. Closure of ulcer 24 hours after having pain pump removed." Additional information received from the healthcare provider's office stating that the patient had been hospitalized prior to their death with a perforated ulcer, possibly in their colon and incision drainage. The patient may have been septic and had been complaining of pain for a few weeks prior to their passing. The patient was taking oral antibiotics for the incision drainage. It was unknown if an autopsy was done. The healthcare provider at the physicians office did not think the patient's death was related to the pump. The pump had been implanted on (B)(6) 2014.